Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Variax foot plate cutter broke. We opened their other variax foot set and used that cutter.

Manufacturer narrative:
The reported event that a «k-wire cutting pliers (max 1.6mm)» broke during the surgery, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual «k-wire cutting pliers (max 1.6mm)» was not returned, a visual inspection could not be performed. However, it was stated that during the surgery, in the process of cutting a plate, the hinge screw snapped. It was also reported that the involved «k-wire cutting pliers (max 1.6mm)» was part of a consigned kit. This means that it has experienced a lot of usage, sterilization processes and transportation and all these procedures can definitely affect negatively the design. If the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, and to have reached the end of its life sooner than expected. As per IFU ((B)(4)): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide ((B)(4)): ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. [¿] before preparing for sterilization, all medical devices should be inspected. All parts of the devices should be checked for visible soil and/ or corrosion. [¿] stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [¿] preventive maintenance: use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. Handle the instruments with care. The cutting function could be restricted if the cutting edge or the tip of the instrument is damaged. Stryker recommends the use of silicone-free, non-mineral oil based lubricant for the maintenance of articulated instruments. In case of failure, the instrument must be replaced and not be used.'' Please bear in mind that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or any additional information is provided, the investigation will be reassessed.

Event description:
Variax foot plate cutter broke. We opened their other variax foot set and used that cutter.